Event description:
It was reported that: "# 2 accolade stem was implanted a 32mm -4 biolox head was placed on stem, impacted with impactor mallet. The head was easily pulled off the stem. The surgeon then used a 32mm -4 medal head, impacted on stem in the same fashion, head pulled off as well (by hand). Removed stem from pt, replaced with another #2 accolade stem and a new 32mm -4 ceramic head impacted and locked on to trunnion."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.